Event description:
It was reported the patient presented in clinic due to discomfort of their pacemaker device pocket. Upon visual inspection, it was observed their pacemaker had pocket erosion. The patient's pacemaker was explanted and then repositioned without issue. The patient was stable throughout.